Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient(staples not firing)". No patient involement reported.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient (staples not firing)". No patient involement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first staple appeared misaligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 18 staples left in the cartridge indicating at least 17 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. On the second attempt, a staple was able to fully form and release. On the third attempt, the staple released malformed. The stapler was fired 3 more times and all 3 staples were able to properly form and release. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 12 staples were fired and were able to engage and close into the simulated skin. The device was disassembled and die casting anomalies were discovered on the forming tool. It appeared that the misalignment of the first staple prevented it from firing properly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73g2300637 was manufactured on 07/18/2023 a total of 9,000 pieces. Lot was released on 08/04/2023. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The re ported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first staple appeared misaligned. Upon full engagement of the trigger, the third staple released malformed. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The device was disassembled and die casting anomalies were discovered on the forming tool. It appeared that the misalignment of the first staple prevented it from firing properly. The source of the staple misalignment could not be conclusively determined. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.